Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012970420); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter bioprosthetic valve implant procedure, the loading was easy and required no overdrive which seemed unusual for the 29 mm valve. The fluoroscopy check showed an overlap close to, but not on, node four. When attempting deployment, a strange appearance was noted as two markers were close together. Prior to valve release, an infold was observed. Subsequently, the valve was not implanted. It was reported that after the deployment attempt, a misload was identified with visual, tactile, and fluoroscopic examination. A different system was used to complete the procedure. No patient complications were reported as a result of this event.

Event description:
It was reported that during a transcatheter bioprosthetic valve implant procedure, the loading was easy and required no overdrive which seemed unusual for the 29 mm valve. The fluoroscopy check showed an overlap close to, but not on, node four. When attempting deployment, a strange appearance was noted as two markers were close together. Prior to valve release, an infold was observed. Subsequently, the valve was not implanted. It was reported that after the deployment attempt, a misload was identified with visual, tactile, and fluoroscopic examination. A different system was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received indicating that 3-5 minute procedural delay occurred as a result of the infold. Per the physician, nothing in terms of the patient anatomy contributed to the infold.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.